Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure the coagulation function was outputting a cutting function. The procedure was completed successfully without a significant delay; no adverse consequences or medical intervention was reported.

Manufacturer narrative:
B5: no device problem was identified during analysis of the device. The reported issue may potentially be related to unintended user error.

Event description:
No device problem was identified during analysis of the device. The reported issue may potentially be related to unintended user error.